Event description:
It was reported that the up arrow keypad button was intermittently unresponsive and required several presses on the keypad to elicit a response. The pump and the keypad were reportedly intact, the pump was not exposed to moisture, the keypad buttons had normal spring back and did not stick. The user reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the backlight and up buttons were found to be intermittently responding to presses. The backlight button has no effect on insulin delivery function. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.